Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: after catheter was inserted into patient and needle was removed, blood was leaking at gray hub. When nurse flushed with saline, saline came out of gray hub.

Manufacturer narrative:
Investigation results updated since first follow-up due to bd receiving samples: our quality engineer inspected the sample submitted for evaluation. Bd received one unsealed 18ga x 1.25in. Nexiva unit from lot number 2325434. A device history record review showed no non-conformances associated with this issue during the production of this batch. Only the catheter and adapter assembly were provided for this investigation, no cannula was provided. A leak test was performed but no leakage was discovered. Visual inspection discovered there was media at the bottom of the canister which indicates potential leakage. Further microscopic analysis discovered that the septum and canister were not aligned correctly. This caused gaps in the septum which most likely caused the leakage during use. The reported issue was confirmed. As the components were not aligned, we determined the root cause to be manufacturing related. During assembling the secondary septum in the canister, it is possible for the septum to not be fully seated, or damaged due to a machine misalignment. Notification of awareness has been sent to the manufacturing department. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
Additional information received on 23-aug-2023. No damage observed. Catheter had to be removed and pt. Restuck for IV insertion. Internal report of product malfunction. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: after catheter was inserted into patient and needle was removed, blood was leaking at gray hub. When nurse flushed with saline, saline came out of gray hub.